Manufacturer narrative:
The t:flex pump user guide indicates to not remove or add insulin from a filled cartridge after it is installed on the pump. This will result in an inaccurate display of the insulin level on the home screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer awoke with a low blood glucose (bg) level of 68 mg/dl. The customer consumed juice to treat bg level. Reportedly, the customer consumed food late on the night of (B)(6) 2016. Tandem technical support reviewed the customer's settings which showed the carbohydrate ratio for the 4pm time segment at 1 unit: 2.5 grams; however, the carbohydrate ratio decreased drastically for the 10pm time segment and showed 1 unit: 6 grams. Tandem technical support requested that the customer consult with health care provider regarding diabetes management and the settings. Additionally, it was reported that the customer received an inaccurate fill estimate after filling the cartridge with over 400 units of insulin. Reportedly, the cartridge is being reused. Recommendation was made to use a new cartridge every 2-3 days per labeling instructions, as reusing the cartridge can cause inaccurate fill estimates. The customer acknowledged the information.